Event description:
Pt had lumbar laminectomy on (B)(6) 2016. Preop diagnosis: spondylolisthesis, multiple sites in spine. Pt continued to have back pain after surgery and was readmitted on (B)(6) 2017 for lumbar fusion l5-s1 alif laparotomy, anterior retroperitoneal approach (spine) anterior approach. Spacer caliber, from initial surgery, was found to have a metal piece popped off. Cage magnify -s alif 25x31x8dg log 810293 was used as a replacement. Orthopedic surgeon dr. (B)(6).